Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the weight of the device within specification, deformation, and white particles on the shell. After autoclave cycle was observed: a cloudy color in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data: a.4, b.5, d.6b, d.9, h.3, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii. Device remains implanted.